Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient suffered from kidney stones, utis, and dry mouth from medications they took. Additional information was received a day later. The patient felt symptoms were now the same. It was noted their urethra did not work so they had to use back muscles to push. There were only two instances the patient could feel the urge to void. The patient was assisted with switching to program 2, amp was at 0.5, and the stimulation was felt in the buttock area. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.